Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an open wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient end use of the lv due to allergy to nickel. Patient reported that the irritation is getting better.